Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left insert was noticed with perforation of left tube (migration coded elsewhere)') and device dislocation ('migration of left insert was noticed with perforation of left tube (perforation coded elsewhere)') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and allergy (to non-precious metals). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("immediately after insertion, the patient experienced, very significant fatigue the following days") and abdominal pain lower ("low abdominal pain") and was found to have blood pressure decreased ("significant decrease in blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), eye allergy ("eyes allergy"), back pain ("lumbar pain, acute left low abdominal pain"), myalgia ("muscle pain in trapezius"), neck pain ("cervical pain"), arthralgia ("right shoulder pain"), eczema ("bouts of eczema"), dizziness ("dizziness"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable)"), rhinitis allergic ("persistent allergic rhinitis"), cardiovascular disorder ("circulatory disorders"), joint pain ("joint pain"), asthenia ("asthenia") and bladder injury ("bladder heaviness with urinary leaks with no etiology found"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, fatigue, blood pressure decreased, abdominal pain lower, back pain, myalgia, anxiety, disturbance in attention, joint pain and asthenia had resolved, the eye allergy, neck pain, arthralgia, eczema, dizziness, arrhythmia, palpitations, rhinitis allergic, cardiovascular disorder and bladder injury outcome was unknown and the memory impairment and vision blurred was resolving. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder injury, blood pressure decreased, cardiovascular disorder, device dislocation, disturbance in attention, dizziness, eczema, eye allergy, fallopian tube perforation, fatigue, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, vision blurred and joint pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: didn¿t show anything remarkable. Skin test - on an unknown date: showed marked allergy to nickel. Tendonitis - in 2012: diagnosis of calcific tendonitis was found. Ultrasound scan - on (B)(6) 2014: showed that essure inserts were correctly placed. Amendment: the report was amended for the following reason: due to internal review the event cardiac disorder was split and specified to arrhythmia and palpitation. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of left insert was noticed with perforation of left tube") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty in 2004 and migraine, allergy (to non-precious metals) and parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on (B)(6) 2007). Previously administered products included: intrauterine contraceptive device for menometrorrhagia. The only concomitant product mentioned was antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced abdominal pain lower ("low abdominal pain") and fatigue ("immediately after insertion, the patient experienced very significant fatigue the following days") and was found to have blood pressure decreased ("significant decrease in blood pressure"). In 2011 she experienced back pain ("lumbar pain, acute left low abdominal pain / dorsal pain"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders") and asthenia ("asthenia"). On (B)(6) 2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), neck pain ("cervical pain"), rhinitis allergic ("persistent allergic rhinitis"), eye allergy ("eyes allergy"), eczema ("bouts of eczema"), myalgia ("muscle pain in trapezius"), arthralgia ("right shoulder pain/ joint pain"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), dizziness ("dizziness"), urinary retention ("urinary retention"), bladder discomfort ("bladder heaviness with no etiology found"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties") and electric shock sensation ("electric shocks in the groin region"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy (total on left and partial on right)). At the time of the report, the headache, neck pain and memory impairment were resolving, the fallopian tube perforation, abdominal pain lower, back pain, fatigue, myalgia, arthralgia, blood pressure decreased, vision blurred, asthenia, sciatica, anxiety and disturbance in attention had resolved and the dysmenorrhoea had not resolved. The outcomes for rhinitis allergic, eye allergy, eczema, arrhythmia, palpitations, dizziness and bladder discomfort were unknown. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, fallopian tube perforation, fatigue, headache, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention and vision blurred to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] in 2012: diagnosis of calcific tendonitis. [Magnetic resonance imaging] on (B)(6) 2014: nothing remarkable. [Skin test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): marked allergy to nickel [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis. [Ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: event dysmenorrhea added. Event outcome added. Lab data updated. Patient and reporter information updated. Medical history added. Off label use deleted (essure was not inserted for menometrorrhagia). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of left insert was noticed with perforation of left tube") in a 53 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty in 2004 and migraine, allergy (to non-precious metals) and parity 3 (vaginal deliveries with tear and episiotomy in 1991, in 1998, last childbirth on 09-feb-2007). Previously administered products included: intrauterine contraceptive device for menometrorrhagia. The only concomitant product mentioned was antidepressants for burnout syndrome and depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced abdominal pain lower ("low abdominal pain") and fatigue ("immediately after insertion, the patient experienced very significant fatigue the following days") and was found to have blood pressure decreased ("significant decrease in blood pressure"). In 2011 she experienced back pain ("lumbar pain, acute left low abdominal pain / dorsal pain"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders") and asthenia ("asthenia"). On (B)(6) 2013 she experienced stress urinary incontinence ("beginning of stress urinary incontinence/ urinary leaks"). In 2015 she experienced sciatica ("sciatica"). Essure was removed on (B)(6) 2017. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), headache ("headaches"), neck pain ("cervical pain"), rhinitis allergic ("persistent allergic rhinitis"), eye allergy ("eyes allergy"), eczema ("bouts of eczema"), myalgia ("muscle pain in trapezius"), arthralgia ("right shoulder pain/ joint pain"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), dizziness ("dizziness"), urinary retention ("urinary retention"), bladder discomfort ("bladder heaviness with no etiology found"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties") and electric shock sensation ("electric shocks in the groin region"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy (total on left and partial on right)). At the time of the report, the headache, neck pain and memory impairment were resolving, the fallopian tube perforation, abdominal pain lower, back pain, fatigue, myalgia, arthralgia, blood pressure decreased, vision blurred, asthenia, sciatica, anxiety and disturbance in attention had resolved and the dysmenorrhoea had not resolved. The outcomes for rhinitis allergic, eye allergy, eczema, arrhythmia, palpitations, dizziness and bladder discomfort were unknown. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder discomfort, blood pressure decreased, disturbance in attention, dizziness, dysmenorrhoea, eczema, electric shock sensation, eye allergy, fallopian tube perforation, fatigue, headache, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, sciatica, stress urinary incontinence, urinary retention and vision blurred to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] in 2012: diagnosis of calcific tendonitis [magnetic resonance imaging] on (B)(6) 2014: nothing remarkable [skin test] on (B)(6) 2017: significant reaction to nickel, slight reaction to cobalt, formaldehydes and mercapto mix; (date unknown): marked allergy to nickel [smear cervix] on (B)(6) 2016: no lesion, no malignancy, trophic menopause, moderate inflammation, gardnerellosis [ultrasound pelvis] on (B)(6) 2014: essure inserts were correctly placed; on (B)(6) 2017: essure inserts in correct position; on (B)(6) 2017: pelvic varicose veins especially on left quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: nullification: upon receipt of follow up information this report was detected to be a duplicate to record # fr-bayer-2017-145871 to which all information will be transferred, then this duplicate record # fr-bayer-2021-070413 will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left insert was noticed with perforation of left tube (migration coded elsewhere)') and device dislocation ('migration of left insert was noticed with perforation of left tube (perforation coded elsewhere)') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and allergy (to non-precious metals). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("immediately after insertion, the patient experienced, very significant fatigue the following days") and abdominal pain lower ("low abdominal pain") and was found to have blood pressure decreased ("significant decrease in blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), eye allergy ("eyes allergy"), back pain ("lumbar pain, acute left low abdominal pain"), myalgia ("muscle pain in trapezius"), neck pain ("cervical pain"), arthralgia ("right shoulder pain"), eczema ("bouts of eczema"), dizziness ("dizziness"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable)"), rhinitis allergic ("persistent allergic rhinitis"), cardiovascular disorder ("circulatory disorders"), joint pain ("joint pain"), asthenia ("asthenia") and bladder injury ("bladder heaviness with urinary leaks with no etiology found"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, fatigue, blood pressure decreased, abdominal pain lower, back pain, myalgia, anxiety, disturbance in attention, joint pain and asthenia had resolved, the eye allergy, neck pain, arthralgia, eczema, dizziness, arrhythmia, palpitations, rhinitis allergic, cardiovascular disorder and bladder injury outcome was unknown and the memory impairment and vision blurred was resolving. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder injury, blood pressure decreased, cardiovascular disorder, device dislocation, disturbance in attention, dizziness, eczema, eye allergy, fallopian tube perforation, fatigue, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, vision blurred and joint pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: didn¿t show anything remarkable. Skin test - on an unknown date: showed marked allergy to nickel. Tendonitis - in 2012: diagnosis of calcific tendonitis was found. Ultrasound scan - on (B)(6) 2014: showed that essure inserts were correctly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left insert was noticed with perforation of left tube (migration coded elsewhere)') and device dislocation ('migration of left insert was noticed with perforation of left tube (perforation coded elsewhere)') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and allergy (to non-precious metals). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("immediately after insertion, the patient experienced, very significant fatigue the following days") and abdominal pain lower ("low abdominal pain") and was found to have blood pressure decreased ("significant decrease in blood pressure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), eye allergy ("eyes allergy"), back pain ("lumbar pain, acute left low abdominal pain "), myalgia ("muscle pain in trapezius"), neck pain ("cervical pain"), arthralgia ("right shoulder pain"), eczema ("bouts of eczema"), dizziness ("dizziness"), memory impairment ("immediate memory disorders"), anxiety ("anxiety "), disturbance in attention ("significant concentration difficulties "), cardiac disorder ("heart rhythm disorders, with sudden palpitations"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn't find anything remarkable)"), rhinitis allergic (" persistent allergic rhinitis"), cardiovascular disorder ("circulatory disorders"), joint pain ("joint pain "), asthenia ("asthenia") and bladder injury ("bladder heaviness with urinary leaks with no etiology found"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, fatigue, blood pressure decreased, abdominal pain lower, back pain, myalgia, anxiety, disturbance in attention, joint pain and asthenia had resolved, the eye allergy, neck pain, arthralgia, eczema, dizziness, cardiac disorder, rhinitis allergic, cardiovascular disorder and bladder injury outcome was unknown and the memory impairment and vision blurred was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, asthenia, back pain, bladder injury, blood pressure decreased, cardiac disorder, cardiovascular disorder, device dislocation, disturbance in attention, dizziness, eczema, eye allergy, fallopian tube perforation, fatigue, memory impairment, myalgia, neck pain, rhinitis allergic, vision blurred and joint pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: didn't show anything remarkable. Skin test - on an unknown date: showed marked allergy to nickel. Tendonitis - in 2012: diagnosis of calcific tendonitis was found. Ultrasound scan - on (B)(6) 2014: showed that essure inserts were correctly placed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left insert was noticed with perforation of left tube (migration coded elsewhere)') and device dislocation ('migration of left insert was noticed with perforation of left tube (perforation coded elsewhere)') in a 53-year-old female patient who had essure inserted for menometrorrhagia. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure insertion indicated because the patient was experiencing persistent menometrorrhagia for 4 years while on ius" on (B)(6) 2011. The patient's medical history included parity 3 (vaginal deliveries with tear and episiotomy), allergy (to non-precious metals) and migraine. Previously administered products included for menometrorrhagia: ius on (B)(6) 2010. Concomitant products included antidepressants for burn-out syndrome and depressive disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("immediately after insertion, the patient experienced, very significant fatigue the following days") and abdominal pain lower ("low abdominal pain") and was found to have blood pressure decreased ("significant decrease in blood pressure"). On (B)(6) 2013, the patient experienced stress urinary incontinence ("beginning of stress urinary incontinence"). In 2015, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), eye allergy ("eyes allergy"), back pain ("lumbar pain, acute left low abdominal pain / dorsal pain"), myalgia ("muscle pain in trapezius"), neck pain ("cervical pain"), arthralgia ("right shoulder pain"), eczema ("bouts of eczema"), dizziness ("dizziness"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), rhinitis allergic ("persistent allergic rhinitis"), cardiovascular disorder ("circulatory disorders"), joint pain ("joint pain"), asthenia ("asthenia"), bladder injury ("bladder heaviness with urinary leaks with no etiology found"), urinary retention ("urinary retention"), paraesthesia ("electric shocks in the groin region") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy (total on left and partial on right)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, fatigue, blood pressure decreased, abdominal pain lower, back pain, myalgia, anxiety, disturbance in attention, joint pain, asthenia and sciatica had resolved, the eye allergy, arthralgia, eczema, dizziness, arrhythmia, palpitations, rhinitis allergic, cardiovascular disorder and bladder injury outcome was unknown and the neck pain, memory impairment, vision blurred and headache was resolving. The reporter provided no causality assessment for headache, paraesthesia, sciatica, stress urinary incontinence and urinary retention with essure. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder injury, blood pressure decreased, cardiovascular disorder, device dislocation, disturbance in attention, dizziness, eczema, eye allergy, fallopian tube perforation, fatigue, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, vision blurred and joint pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: didn¿t show anything remarkable. Skin test - on an unknown date: showed marked allergy to nickel; on (B)(6) 2017: significant reaction for nickel, slight reaction for cobalt, formaldehydes and mercapto mix.. Tendonitis - in 2012: diagnosis of calcific tendonitis was found. Ultrasound pelvis - on (B)(6) 2014: showed that essure inserts were correctly placed; on (B)(6) 2017: essure inserts in a correct position; on (B)(6) 2017: pelvic varicose veins especially on left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: all required fu attempt were completed / update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of left insert was noticed with perforation of left tube (migration coded elsewhere)') and device dislocation ('migration of left insert was noticed with perforation of left tube (perforation coded elsewhere)') in a 53-year-old female patient who had essure inserted for menometrorrhagia. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure insertion indicated because the patient was experiencing persistent menometrorrhagia for 4 years while on ius" on (B)(6) 2011. The patient's medical history included parity 3 (vaginal deliveries with tear and episiotomy), allergy (to non-precious metals) and migraine. Previously administered products included for menometrorrhagia: ius on (B)(6) 2010. Concomitant products included antidepressants for burn-out syndrome and depressive disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced fatigue ("immediately after insertion, the patient experienced, very significant fatigue the following days") and abdominal pain lower ("low abdominal pain") and was found to have blood pressure decreased ("significant decrease in blood pressure"). On (B)(6) 2013, the patient experienced stress urinary incontinence ("beginning of stress urinary incontinence"). In 2015, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), eye allergy ("eyes allergy"), back pain ("lumbar pain, acute left low abdominal pain / dorsal pain"), myalgia ("muscle pain in trapezius"), neck pain ("cervical pain"), arthralgia ("right shoulder pain"), eczema ("bouts of eczema"), dizziness ("dizziness"), memory impairment ("immediate memory disorders"), anxiety ("anxiety"), disturbance in attention ("significant concentration difficulties"), arrhythmia ("heart rhythm disorders"), palpitations ("sudden palpitations"), vision blurred ("blurred vision as she had her eyes in the water (ophthalmological consultation didn¿t find anything remarkable) / vision disorders"), rhinitis allergic ("persistent allergic rhinitis"), cardiovascular disorder ("circulatory disorders"), joint pain ("joint pain"), asthenia ("asthenia"), bladder injury ("bladder heaviness with urinary leaks with no etiology found"), urinary retention ("urinary retention"), paraesthesia ("electric shocks in the groin region") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and cornuectomy (total on left and partial on right)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, fatigue, blood pressure decreased, abdominal pain lower, back pain, myalgia, anxiety, disturbance in attention, joint pain, asthenia and sciatica had resolved, the eye allergy, arthralgia, eczema, dizziness, arrhythmia, palpitations, rhinitis allergic, cardiovascular disorder and bladder injury outcome was unknown and the neck pain, memory impairment, vision blurred and headache was resolving. The reporter provided no causality assessment for headache, paraesthesia, sciatica, stress urinary incontinence and urinary retention with essure. The reporter considered abdominal pain lower, anxiety, arrhythmia, arthralgia, asthenia, back pain, bladder injury, blood pressure decreased, cardiovascular disorder, device dislocation, disturbance in attention, dizziness, eczema, eye allergy, fallopian tube perforation, fatigue, memory impairment, myalgia, neck pain, palpitations, rhinitis allergic, vision blurred and joint pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2014: didn¿t show anything remarkable. Skin test - on an unknown date: showed marked allergy to nickel; on (B)(6) 2017: significant reaction for nickel, slight reaction for cobalt, formaldehydes and mercapto mix.. Tendonitis - in 2012: diagnosis of calcific tendonitis was found. Ultrasound pelvis - on (B)(6) 2014: showed that essure inserts were correctly placed; on (B)(6) 2017: essure inserts in a correct position; on (B)(6) 2017: pelvic varicose veins especially on left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2021: new adverse events (off-label use, stress urinary incontinence, urinary retention, electric shocks in the groin region, headaches and sciatica), new as reported (dorsal pain, vision disorders), medical history, concomitant drugs, medical records (lab data), indication of the essure, outcome for the adverse events (sciatica, cervical pain and headaches) were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.